Event description:
Additional information received via email. The device had a broken bottom front cover and after further evaluation it was discovered that the leds were broken off from the main board. Biomed discovered this during preventative maintenance. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the light emitting diodes (led)'s were broke off. Patient involvement unknown.

Manufacturer narrative:
Device analysis: one device was returned for investigation. Visual inspection found the printed circuit board (pcb) was damaged and the front cover was cracked. Functional testing found no audible alarms and no led lights. The complaint was confirmed. Root cause was attributed to the damaged pcb; this was possibly due to improper cover alignment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, front cover, reservoir gasket and o-rings. Performed calibration. Device passed functional testing after the completed repairs.